Manufacturer narrative:
No conclusion code available. The device was received for investigation. The voltage trend data was reviewed which revealed that the device battery depleted faster than expected. The device image showed an increase in the frequency of operation which could have resulted in the accelerated battery depletion. No anomalies were noted. The reported event could not be confirmed.

Event description:
During follow up, it was determined the battery was prematurely depleted. The device was explanted and replaced.